Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was successfully interrogated. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. An x-ray of the device header verified all header wires were intact. Next, pin gauge testing, designed to verify proper port dimensions, was completed. While measurements of the right ventricular (rv) lead port were being taken, a small piece of the plastic header material was noted to be obstructing the port. Lead seal ring marks were consistent with a fully inserted lead. However, it is possible that the clinical observations of increased pacing impedance measurements may have been due to an intermittent incomplete connection between the rv lead tip and the device header due to the identified excess plastic header material within the rv port.

Event description:
Boston scientific received information that during a routine follow up visit, this implantable cardioverter defibrillator (ICD) was impossible to be interrogated. Multiple troubleshooting techniques were attempted and the programmer connections confirmed. The patient was sent to radiology and a chest x-ray was performed to rule out device migration. A magnet was placed over the device and beeping tones were heard confirming that tachy mode was monitor + therapy. The device was functioning appropriately. This patient has had previous ICD's implanted and replaced on the left side. This device was now implanted on the right side. Approximately one month later another follow up visit was performed. The device was successfully interrogated. It was noted that the right ventricular pacing impedances were greater than 2,000 ohms with intermittent capture and high thresholds (the lead issues were captured in a previous vr1534013, 0148/138172). The patient was not pacemaker dependent. Three months later a revision procedure was performed. A new pace/sense lead was implanted and the 0148 lead remained implanted for defibrillation purposes. The decision was made to replace the device as the interrogation issues were likely due to the position of the device and the patient's condition. There were no allegations against the device and the device was returned to boston scientific. No adverse patient effects were reported.